Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Transseptal (tsp) access was achieved using a radiofrequency (rf) wire, and the was sheath along with an intracardiac echocardiography (ice) catheter was advanced into the left atrium (la). The laa was accessed, and measurements were obtained via ice to determine appropriate device sizing. A 35mm wds was prepared on the back table and introduced into the was sheath. It was noted that the physician did not wait for bleed-back from the was prior to establishing a wet-to-wet connection and proceeded with insertion of the wds into the sheath. Upon deployment of the closure device in the laa, st segment elevation was detected. Ice imaging revealed the presence of air in the appendage, indicating an air embolism as the likely cause. The physician continued with the procedure and successfully implanted the closure device. The st segment elevation resolved without the need for medical intervention.